Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a blank display. Unable to perform the displacement, sleep current measurement, active current measurement and self tests due to blank display. Pump was cut open to perform visual inspection and found heavy moisture damage on the pcba1/ pcba2/ battery connector, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case (battery tube). Blank display due to moisture damaged electronic assembly and cracked case (battery tube) confirmed. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known. Kl 4/29/2025

Event description:
It was reported to medtronic minimed that the customer pump has crack in case and was in contact with water. The customer reported no adverse event. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued the use of the pump. Mmt-1781k was requested and customer returned the device.